Manufacturer narrative:
The investigation was made based on the provided information, logs and video clip. There should be no difference whatsoever between vs and automode prvc/vs for a spontaneously breathing patient. What could be seen is that: there is a significant end-expiratory flow. And the support pressure over peep has been regulated down to a low level by the vs algorithm.the conclusion is that the patient is struggling to exhale. And due to the end-expiratory flow, the patient also struggling to trigger. Then the set volume is most likely too low (since the pressure has been regulated to a low value). The patient is taking larger breaths than the 650 ml that the servo is set to. Since switching to vs might have meant that the vs algorithm started over at a higher pressure and gave the patient a bit more help with inspiration, it made the patient calmer and there were fewer spikes. It is a known phenomenon that a set volume that is too low leads to the pressure being regulated down to levels that make the patient work too hard. If the pressures are low, the spikes (which in this case may be due to a mismatch in the cycling-off setting (end inspiration) and when the patient actually wants to end the breath) become more noticeable than when the pressures over peep are higher. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).